Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, after removing the plunger from the device, the sutures broke and the physician experienced difficulty removing the device. A second proglide was used but the same issues were experienced. The physician exchanged it for a third proglide and successfully achieved hemostasis. Reportedly, the pt was very difficult and agitated throughout the vessel closure procedure. No adverse pt effects were reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.